Event description:
As reported by patient registry, approximately 2 years and 5 months post implantation of a 23mm sapien 2 valve in the aortic position, the valve was explanted and replaced with a surgical valve for unknown reasons.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided. Device status unknown.

Manufacturer narrative:
The 23mm sapien 3 valve was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. The commander delivery system with s3 IFU was reviewed for guidance and instructions. Potential adverse events include device explants. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for unknown explant was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, 'by implant patient registry, a patient had an edwards s3 valve explanted for an unknown reason. The valve was replaced with an ew surgical valve'. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. In this case, due to limited information, a conclusive root cause was unable to be determined at this time. Multiple attempts were made to obtain medical records, or the reason for the explanted valve has been unsuccessful. At this time there is no evidence or allegation that the explant is related to any of the edwards devices. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. No corrective or preventative action nor product risk assessment is required.